Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the reason for the shattered screen was unknown. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.